Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. On an unreported date, the patient was treated with cefapime 1gm daily intraperitoneally for the peritonitis event. Therapy with cefapime was completed on the day the patient was recovered from the peritonitis. Six days after the start of hospitalization, the patient was discharged from the hospital. It was reported that the patient was recovered from the peritonitis event eight days after hospital discharge. Dianeal and extraneal therapies were ongoing. Additional information was requested but is not available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot numbers h14d27017, h14c30039, and h14b16030. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot h14d27017, h14c30039 and h14b16030 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore a device analysis could not be performed. If additional relevant information becomes available, a supplemental report will be submitted.